Manufacturer narrative:
Additional information requested includes patient information, lot number, dates of implant/explant, imaging scans, and dates and details for the interventions. The explanted graft was not received for evaluation. 100% of grafts manufactured are pressure tested and then visually inspected by two lemaitre technicians prior to release; it is not likely that a defect would have passed the inspection release process. Artegraft has been studied extensively in hemodialysis. Our extensive literature review (clinical evaluation report) has shown that primary and secondary patency measures for artegraft are comparable to other devices (e.g. Ptfe) used for the same purpose, with published 6-month studies citing primary rates of 35-100% and secondary rates at 70-92%. Many factors, such as patient comorbidities and graft placement on the patient will contribute to the performance of an individual graft and therefore not all outcomes will be the same. In this case, despite our requests for further information, we do not know the implant date (or duration of implantation) nor the patient conditions that may have contributed to this outcome, and therefore cannot conclude that those factors did not play some role in this result. Therefore, we are inconclusive about the root cause of this issue. Potential root causes for graft thrombosis include: low blood flow, inadvertent external compression (e.g., from clothing, etc.), inadequate heparin therapy for the patient, graft rotation; implantation technique, or used in low pressure system. No related ncmr/CAPA was identified. Lemaitre current risk controls were determined to be sufficient at this time. No further actions were determined to be necessary at this time; all product quality and clinical issues will continue to be monitored within quality assurance trending. Should further information become available that changes the outcome of this investigation, a follow-up report will be submitted.

Event description:
Artegraft collagen vascular graft graft excised after multiple revisions for clot/thombosis. Initially thought to be patient/clinic specific. After a couple of reinterventions, the doctor believes that there is a potential issue with the graft.